Event description:
The customer reported that the system would not retrieve the cine disk runs. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and formatted the cine disk drive. The system was tested and found to be working as intended and put back in service.